Event description:
It was reported during a diagnostic catheterization procedure while inserting the introducer sheath over the guidewire, resistance was felt. A femoral angiogram revealed the dilator tip had separated, however remained on the guidewire. The patient underwent a cut down procedure and the detached portion of the dilator was removed. The patient was reportedly recovering.